Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's left hip was revised. Intra-operatively, it was discovered that the adm/ mdm poly implanted (B)(6) 2021 had both dislocated from the metal mdm liner implanted (B)(6) 2021, and dissociated from the 28 +4 metal head implanted (B)(6) 2021. Patient was revised to a constrained liner.